Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. The patient was admitted to the emergency room and short pauses were observed on telemetry. A device changeout procedure was performed and it was explanted and replaced. It is expected to receive this device for analysis.